Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion test. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information:  baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom failed downstream occlusion test was verified through the a review of the event history log by the presence of multiple ¿downstream occlusion!¿ alarms. Evaluation revealed that the cause was a downstream tubing guide which was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.